Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a correlation between the device and the patient¿s expiration cannot be conclusively determined. No product available for investigation. The heartmate 3 instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information.

Event description:
Last seen in clinic on (B)(6) 2018. The patient had new york heart association (nyha) class iii symptoms on left ventricular assist device (lvad) support and appeared congested. His low pulsatility index (pi) and last echocardiogram (echo) were concerning for right heart failure. Started metolazone 1.25 mg monday-wednesday-friday. Subject expired at home. No death certificate available. Cause of death presumed by investigator to be heart failure.

Manufacturer narrative:
Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired from heart failure on (B)(6) 2018.